Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 08-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and headaches. Off and on since they got it they are seeing a settings not available screen on the controller. Resetting the lithium battery did not resolve the issue and they have tried all groups (a, b, and c). The patient has also tried lowering stimulation down but then it won¿t go back up. Patient services reviewed to consider reducing the intensity down to zero on the active group and then increase the intensity and changing groups. The patient was redirected to follow up with their healthcare professional (hcp) to have a manufacture representative (rep) check on the device for programming. Additional information was received from the patient. It was reported that the device was not functioning and her pain was rated as a 40 out of 10. The patient was in too much pain to talk. The caller said that the patient was meeting with a rep on (B)(6) 2019. Additional information was received from the patient. The patient reported that on 9/23/2019 the patient had another surgery because the lead on the right side did not work. The patient said she now has 3 leads in her head and only 2 that work. The patient said it was too soon to tell if the settings not available message resolved, but the patient was hopeful. No further complications were reported.